Manufacturer narrative:
No x-ray views have been provided to abbott, so we cannot fully confirm the event. However, based on the event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. The physician alleged rv lead externalization. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the event was resolved by capping and replacing the right ventricular lead. The patient was in stable condition.